Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was 500 mg/dl. The customer treated with manual injections and the pump. The customer stated that the alarm occurred during bolus. The customer stated that the no delivery alarm was recurring. The customer was assisted with performing a 5.0 unit fixed prime. The customer stated that insulin did exit. The customer was advised to change out the infusion set.